Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance resulting from a confirmed fracture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Product event summary: the full lead was returned, analyzed and the distal and proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The lv4 (low voltage 4) and lv3 (low voltage 3) conductors developed a fracture at the first rib/clavicle location while in vivo. (B)(4).